Event description:
On january 24, 2007, the lay patient resides in another country. He contacted lifescan (lfs) USA via e-mail to request that his 4 one touch ultra meters set to mmol/l be replaced with meters set to mg/dl. Lfs USA forwarded the complaint to lfs another country since the pt is a another country's resident. The pt allegedly owns 10 one touch ultra meters; 6 of the meters have changeable units of measurement and 4 are locked in the mmol/l setting. The pt said he is able to read his blood glucose results in either mg/dl or mmol/l; however, he generally prefers to read his blood glucose results in mg/dl. The pt said he normally keeps the mmol/l and mg/dl meters separated; however, "on rare occasions" he apparently has become confused and has used a meter he perceived to be set to a different unit of measurement than actual. The pt was unwilling to provide detailed info regarding an incident that occurred "3 years ago" when he gave himself too much insulin and "went hypoglycemic" allegedly because he misinterpreted the blood glucose reading to be in mmol/l when it was actually set of mg/dl. Emergency services was contacted and the pt reported being hospitalized. He refused to provide additional info about the incident. The patient also report two other incidents where he misinterpreted readings in mmol/l to be in mg/dl. As a result, the pt took "too much glucose". He said he did not receive medical assistance for the latter two incidents. The pt was unwilling to provide the meter serial numbers of the specific meters involved in the above 3 incidents. The pt had previously also contacted lfs another country on january 19, 2007 to request replacement of his mmol/l meters. The customer service representative (csr) explained that lfs is unable to issue replacement meters set to mg/dl and all meters are locked in the mmol/l unit of measurement. The lfs csr offered to exchange the pt's user changeable meters for locked mmol/l meters; however, the patient did not want to exchange the meters. Meter battery replacements were sent to the pt. The complaint is reported because the patient allegedly misinterpreted meter readings to be in mmol/l that were actually in mg/dl. The pt took insulin based on the misinterpreted readings and allegedly experienced hypoglycemia, received emergency medical assistance and hospitalization.